Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had increased impedances and thresholds. The lead remains in use and it was noted that at the patient's next visit they will check pocket manipulation and unipolar. No patient complications have been reported as a result of this event.